Manufacturer narrative:
Product event summary: one battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device failed visual examination but passed functional testing during the firmware check. The device was related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The battery performed as intended. The section 8.6 firmware check indicates that the battery is fully capable of performing as required. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery reached end of life. The battery was exchanged. No patient complications have been reported as a result of this event.